Manufacturer narrative:
Lot number was reported as 683056, however this is not a valid lot for this part number. No part numbers were available when the initial MDR was reported. An additional part was reported for this same event reference 3003853072-2015-00024.

Event description:
It is reported on (B)(6) 2015, the patient was seen in the clinic complaining of audible "creaking" noise in his low back. During the revision surgery (B)(6) 2015 it was identified that the blocker in right lumbar 4 was loosened and the rod moved freely under the blocker. The construct was reinforced with a crosslink and the contralateral lumbar 4 screw (right) was loosened. The screw was removed and an 8.5 screw had to be placed to obtain adequate purchase.

Manufacturer narrative:
No product was returned for evaluation, no x-rays were provided and no response to requests for additional information were received. The investigation was completed with the information available. The lot number was not provided, therefore the review of device history records cannot be performed. The root cause of this event cannot be conclusively determined with the available information, however the following root causes were determined as potential root cause of this type of issue: - rc#4.1: the rod is not well approximated to the saddle of the screw as a result of incomplete rod reduction maneuvers. - rc#4.2 additional construct manipulation, (ex. Compression, distraction, in situ bending, reduction, etc) after final locking, can loosen previously tightened blockers. - rc#4.3 blocker cross threading. - rc#4.4 use of competitive cocrmo rods. - rc #4.5 non optimal contacts between the saddle of the screw and the rod due to the angulation of the screw, which lead to a non-optimal tightening of the blocker. Patient's symptoms prior to discovery were as follows: increased low back pain, progressively worsening. Audible grinding and squeaking noise that originated from low back area. The patient's fusion status at time of removal showed no signs of solid arthrodesis. The original surgery indications were as follows: lumbar 2-3-4 plif was performed. Facet incompetency and unstability at lumbar 2-3, 3-4. During revision the loosened screw(s) were replaced with a 8.5 diameter sequoia screw and the other screws removed and replaced. There were no patient surgical complications following revision. Supplemental report one of two for the same event, reference 3003853072-2015-00024-1.

Manufacturer narrative:
Based on the reported complaint and visual evaluation of the returned device, no additional evaluation will be performed as there is no reported failure of this device or visual damage identified. Supplemental report two of two for the same event, reference 3003853072-2015-00024-2.

Manufacturer narrative:
Additional information will be provided upon further investigation of the event details.

Event description:
It was reported that an instinct java set screw loosened postoperatively. Additional information was requested but has not been received.